Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient did not have distal pulses in the right lower extremity as the leg was cold to the touch and slightly mottled, indicating limb ischemia. Additionally, it was noted that the impella position was difficult to assess due to bleeding at the impella access site. The physician was unable to get the correct catheter measurement to place the repositioning sheath in inaccurate position. An echocardiogram (echo) was ordered, while measuring impella position, the patient coded. Advanced cardiac life support was utilized however, it was reported that the patient expired soon after. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. Patient's peri-procedural condition was critical.

Manufacturer narrative:
The investigation for the reported limb ischemia and access site bleeding has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The clinical details provided were not sufficient to determine a root cause for the access site bleeding issue. The root cause of the access site bleeding issue was use related to improper technique. The cause of the limb ischemia and its relation to impella were not determined since the product, data logs, and sufficient clinical information were not provided. As noted in the impella IFU: impella cp with smart assist system. Limb ischemia. Impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ access site bleeding. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.